Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were not returned to manufacturer. Root cause: rc-074: manufacturing processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Consumer called for upgrade to true metrix go product line as they have discontinued product. Customer has true2go meter and truetest test strips. The test strips are expired. Manufacturer's expiration date is 05/31/2018 and test strips are part of recall. Customer did not allege a product defect. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer was upgraded to true metrix go product line.